Manufacturer narrative:
The reason for this revision surgery was to remedy wear after 10.8 years of patient use. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the seventh complaint for this part number: five for dislocation and one for contamination in the packaging. This is the first complaint for this lot number. The root cause for the wear was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product.

Event description:
Revision surgery: the pt had directional wear of the 22 mm head.